Event description:
On 11/24/92, partial biomechanical failure of christensen prosthesis resulting in removal and replacement of loose mounting hardware. On 8/3/93, complete removal of christensen prosthesis due to joint failure, and secondary intractable pain. Rptr writes, "at this time I'm waiting on a new prosthesis as all of my surgeries have been failures. I have been on an all liquid diet since 1994, due to lack of jaw function and have severe chronic pain."